Manufacturer narrative:
Evaluation summary: the protégé gs self-expanding peripheral stent system was received for analysis. The protégé stent delivery system, (sds), was received with approximately half a stent cell exposed. The distal tip of the sds was noted to be either missing or pulled into the outer sheath. The safety locking pin was noted to be tight and clear fluid was noted within the stopcock tube of the sds. The deployment paddles were noted to be approximately 82mm apart (74.0mm to 82.0mm). Backlighting was used to examine the distal end of the outer sheath of the sds. The distal tip of the sds was noted not to be within the stent and outer sheath. The stent remained engaged with the sds proximal stent retainer. The distance between the distal end of the stent and the retainer was approximately 60mm (label claim of the stent is 60mm). Since the distal tip of the sds was not present a guidewire was not loaded into the sds prior to the attempt to deploy the stent. The stent was able to be deployed with ease. The remaining segment of the inner distal assembly was examined. The separation face exhibited tensile and torsional. Approximately 70mm of the inner guidewire lumen including the distal tip of the sds were not returned with the device. The missing distal assembly segment includes the sds distal radiopaque marker just proximal of the sds distal tip.

Event description:
A protege gps se stent was being used to treat the external iliac artery. No abnormality was noticed during inspection prior to use. It was reported that during the operation, physician felt it had difficulty to deliver the device and resistance was experienced. When the device reached target position, it could not deploy normally, the stent could not be separated from the delivery system. Physician made several attempts to separate the guide wire with the delivery system by rotating the delivery system and by retracting and rotating the guide wire, the attempts ended in failure. No part of the stent was deployed. The thumbscrew lock was checked prior to procedure. Pin lock was removed. The device was removed and another device (non-medtronic) was used to complete the procedure. The operation was extended for 20 minutes due to replacement. There was no patient injury.